Event description:
A valleylab monopolar electrosurgical unit, esu was turned on for a surgical procedure by an rn and it failed it's self-test 4 times. A new esu was retrieved and used to complete the surgical case.